Manufacturer narrative:
Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 11-apr-2015, UDI#: (B)(4), implanted: (B)(6) 2013, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for non-malignant pain and failed back surgery syndrome. On (B)(6) 2019, it was reported that a spine doctor was performing back surgery when the doctor accidentally cut the patient's catheter. The hcp reported that the accident occurred at about 9:30 am, but the rep was notified around 6 pm. The rep offered to come to come to the hospital with a replacement piece, however the doctor refused and reported that a shunt catheter connector was used instead. Though the rep recommended that the doctor wait for the revision kit, the doctor still refused and reported that they were going to close the patient up. The doctor reported that the patient was going to stay in the hospital to be monitored overnight. It was noted that the patient's pump was not interrogated as the doctor refused to let the rep come to the operating room to see the patient. It was unknown if surgical intervention had occurred. It was unknown if the issue was resolved at the time of the reported. The patient's status was listed as "alive-no injury". No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
Updated to reflect the information received on 2019-jul-05: updated to reflect the information received regarding the initial reporter on 2019-jul-05. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. The name and contact information for the initial reporter was provided. No further complications were reported.